Manufacturer narrative:
The reported event occurred on a cobas 5800 analyzer (serial number: (B)(6)). The investigation determined that the cobas hiv-1/hiv-2 qualitative and quantitative assays performed within specifications. A review of the data indicated that the observed discrepancies were consistent with a sample at or near the limit of detection (lod) for the assays used. No errors, alarms, or anomalies were identified in the system's message logs, tadm curves, or pcr curves. The investigation was limited by the absence of problem reports and complete dataset availability. The root cause was attributed to sample-specific factors, with contamination as a potential contributing factor. No product issue was identified, and the investigation concluded that the system and assays were functioning as intended.

Event description:
The initial reporter alleged discrepant results using the kit cobas 58/68/8800 hiv 192t ivd on the cobas 5800 instrument. The allegation involved a sample tested with both the cobas hiv-1/hiv-2 qualitative assay and the cobas hiv-1 quantitative assay. On (B)(6) 2025, the qualitative assay generated a reactive result for hiv-1 with a cycle threshold (CT) value of 39.1. On (B)(6) 2025, the quantitative assay for the same sample returned a result of 'target not detected' (tnd). The sample was tested from a primary tube containing edta with separation gel. Between tests, the sample remained in the instrument and was not centrifuged. No serology results were available. The laboratory received simultaneous orders for both qualitative and quantitative tests. Due to the inconclusive results, a second sample was requested. No harm was alleged.